Manufacturer narrative:
H6: investigation findings.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-35621, 2017865-2021-35622. It was reported that the patient experienced infection. The implantable cardioverter defibrillator, atrial lead, and ventricle lead were all explanted.